Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. However, the pump was received with motor error alarm during occlusion test due to faulty force sensor system. The motor passed the motor test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that she had replacement pumps earlier this year due to button error. The mother also stated that she had another child with two replacements for motor error and keypad anomaly. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.